Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va04px1, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va048wb, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection at the battery site. Healthcare professional (hcp) removed both the extensions and the battery. Patient symptoms were loss of therapy when product was removed. Implant was replaced on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further stated that the devices were explanted on (B)(6) 2013 due to a dehisced wound at the stimulator incision site. The cause of the wound dehiscence was unknown. Cultures taken during the implant from an abscess in the chest wall revealed (B)(6). A gram stain was also obtained and results were (B)(6). During the explant, the leads were left. On (B)(6) 2013, the leads were revised to capture effect and were moved. New extensions were placed and the stimulator was implanted into the abdomen. The patient had good therapy post re implant. The infection had resolved.